Manufacturer narrative:
Visual analysis of the returned fiber revealed 6.5 mm of exposed tip remaining. It appeared that the jacketing was stripped from the distal tip of the device. The tip appeared used and the pattern on the tip face was consistent with degrading. The black strain relief boot was present and in place and secured to the sub-miniature a (sma) end of the fiber. The strain relief showed no evidence of heat damage or melting. A small brown spot was observed on the connector but not on the fiber face within the (sma). Functional analysis revealed the aiming beam was not visible indicating that the fiber was broken within the connector. Handing damage contributed to the fiber fracture.

Event description:
It was reported to boston scientific corporation that during a holmium laser ablation of the prostate (holap) procedure using a flexiva 550 laser fiber, a burning smell was coming from the sub-miniature a (sma) connector and the fiber overheated. Laser energy from a 100 watt lumenis laser set at 2 joules and 10 hertz was being used with the fiber. The customer replaced the blast shield and the procedure was completed with another flexiva 500 laser fiber without any complications to the patient, who is reportedly fine post procedure.

Event description:
It was reported to boston scientific corporation that during a holmium laser ablation of the prostate (holap) procedure using a flexiva 550 laser fiber, a burning smell was coming from the sub-miniature a (sma) connector and the fiber overheated. Laser energy from a 100 watt lumenis laser set at 2 joules and 10 hertz was being used with the fiber. The customer replaced the blast shield and the procedure was completed with another flexiva 500 laser fiber without any complications to the patient, who is reportedly fine post procedure.